Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an error was not confirmed. The allegation of tissue pad peeling was confirmed. The tissue pad was worn and partially peeled off. In addition, there was a mark on the tip of the probe that had come into contact with the grip. There was a trace of contact with the tip of the probe on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic laparoscopic appendicitis surgery the tissue pad of a sonicbeat peeled off. The event occurred 1.5 hours after the start of procedure causing frequent errors. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was worn and partly peeled off because ultrasonic waves were output with the grasping part closed (including after the tissue was cut) without grasping the tissue. 2. The tip of the probe came into contact with the grip because the tissue pad was worn out. By continuing to output in the state of 3.2, a load was added to the probe and an error occurred. In addition, contact traces were generated. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.